Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflator exhibited air insufflation and the pressure malfunctions; the device cannot insufflate. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to g2 from foreign and company representative to only company representative, additional information added to h4, and provide the legal manufacturer's final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the corroded insufflation tube could not be identified. Olympus will continue to monitor field performance for this device.